Manufacturer narrative:
H10: this is a duplicate report. Please referr to MDR 3010266064-2020-01131.

Event description:
It was reported that two blue aluminum handpiece tracker arrays (120010) are bent and need to be replaced. No surgery involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.